Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported during a wrist fusion surgery, the surgeon inserted a 2.7 surfix screw ((B)(4)) into the most distal hole on the wrist fusion plate ((B)(4)) after he drilled with the 2.0 drill bit ((B)(4)). When tightening the screw down (with the screw drive) the tip of the screw drive ((B)(4)) broke off inside the screw. The small fragment of screw driver tip was not able to be removed. It was left inside of the head of the 3.7 screw. The surgeon was unable to put a lock washer on top of the screw to lock it. There was no reported injury or adverse consequence to the patient reported.